Manufacturer narrative:
Physio-control evaluated the device and duplicated the reported issue. The system pcb assembly (pcba) was replaced and the device passed functional and performance testing and was returned to the customer. The system pcb assembly was further evaluated and it was found that there were corrosion marks on the back of the pcba consistent with water ingress. The root cause was that the power circuits were shorted likely due to water dripping onto the pcba through damaged cases.

Event description:
During evaluation by physio-control of a non-critical issue, it was found that the device will not turn on all the way. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During evaluation by physio-control of a non-critical issue, it was found that the device will not turn on all the way. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.